Manufacturer narrative:
The event of lymphoma-alcl, capsular contracture baker grade IV and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "bia-alcl biopsy test is carried out with suspected symptoms" and capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified, the weight the device within specification and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "bia-alcl biopsy test is carried out with suspected symptoms". Markers not provided. The device has been explanted. Healthcare professional reported capsular contracture baker grade IV. This relates to the left side.